Manufacturer narrative:
In 2007, the patient complained a fever and swelling of the index leg for approximately a week. A blood test was performed for infection with salmonella and came back positive. An angiogram confirmed a restenosis in-stent. A week later, a femoral-popliteal bypass was performed. The specimen (vessel + infected stent) was taken out and photos were taken. A culture of the specimen did not show any infection. One month post-procedure, the patient had no fever and was doing very well. This sirocco study patient underwent sfa( superficial femoral artery) stent implantation and experienced stent fracture, arterial restenosis, stent reocclusion, salmonellosis infection, edema, claudication, pain in the extremity, femoral artery dissection, vascular pseudoaneurysm, and device explantation. Approximately four years following the index procedure, the patient returned with a fever. Duplex ultrasound showed infiltration and bleeding in the superficial femoral artery (sfa), cta and angiography showed infiltration, bleeding and a false aneurysm nearby the stent. A stent fracture had also been noted during a two-year follow-up visit. The patient is a male with no relevant medical history except documented coronary vascular disease. The patient was enrolled in the study. The target lesion was located in the left sfa. There was no calcification or thrombus present. The length of the lesion was 120mm and was not eccentric or involving a side branch. The rate of stenosis was 100%. The lesion was de novo. After pre-dilating the lesion, a 90% stenosis remained. A dissection was noted at the lesion site. Two bare-metal (j6296e15/lot unknown) stents were successfully placed at the lesion. The lesion was also post-dilated after stent placement using maximal pressure of 6 atmospheres, leaving a 20% stenosis after post-dilatation. Approximately eighteen months post index procedure, the patient was diagnosed with increased claudication. Approximately four years post index procedure, the patient experienced pain in the left leg and fever. It was noted that there was a stent fracture (previously revealed in the two year follow up). Duplex ultrasound showed infiltration and bleeding in the sfa, cta and angiography showed infiltration, bleeding and a false aneurysm nearby the stent. Angioplasty of a stenosis proximal to the stent, index stent explantation and viabahn (gore) was used to treat the false aneurysm. There was an excellent result. The patients fever was treated with antibiotics and resolved. The index stent is unavailable for analysis. The product was not returned for evaluation. Without the device involved available for evaluation, the exact cause of the incident could not be determined. Review of the device history records relative to the manufacturing, inspecting and packaging of this lot was performed and indicated that this product was final inspection tested and was determined to be acceptable. Stent fracture, device explantation, stent reocclusion, arterial reocclusion, infection, edema, claudication, pain in the extremity, vascular pseudoaneurysm and femoral artery dissection are all known potential adverse events associated with the stent implantation procedure. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Excessive dilation may cause deep wall injury of the vessel that may lead to aneurysm findings. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The sfa is a very dynamic vessel that undergoes biomechanical forces such as flexion, torsion, compression, and elongation. Studies have also revealed that nitinol stent fractures occurred in cases of multiple stents and overlap related to an abnormal stress area that is created. The known stent fracture may have contributed to the vessel pseudoaneurysm, infection, and arterial dissection. The edema, claudication and pain in the extremity all represent possible symptoms of the arterial and stent reocclusion. The use of device explantation to treat the effected area is considered standard medical practice. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. Review of the information suggests that vessel, device and patient factors may have contributed to the reported events. Please note this medwatch report represents two cordis products with the same catalog and lot numbers that were used in the same procedure.

Event description:
Approximately four years following the index procedure, the patient returned with a fever. Duplex ultrasound showed infiltration and bleeding in the superficial femoral artery (sfa), cta and angiography showed infiltration, bleeding and a false aneurysm nearby the stent. A sent fracture was also noted during a two year follow-up visit. The patient is a male with no relevant medical history except documented coronary vascular disease. The patient was enrolled in the study. The index procedure took place in 2002. The lesion was located in the left sfa. There was no calcification or thrombus present. The length of the lesion was 120mm and was not eccentric or covering a side branch. The rate os stenosis was 100% the lesion was de novo. After pre-dilating the lesion, a 90% stenosis remained. A dissection was noted at the lesion site. Two bare-metal stents were successfully placed at the lesion. The lesion was also post-dilated after stent placement using maximal pressure of 6 atmospheres, leaving a 20% stenosis after post-dilatation. In 2004, the patient was diagnosed with increased claudication. In 2006, the patient experience pain in the left leg and feve. It was noted that there was a stent fracture. Duplex ultrasound showed infiltration and bleeding in the sfa, cta and angiography showed infiltration, bleeding and a false aneurysm nearby the stent. Angioplasty of a stenosis proximal in-stent and viabahn (gore) used to treat the false aneurysm. There was an excellent result. The patients fever was treated with antibiotics and resolved.